Manufacturer narrative:
Correction: d9/h3, d4 lot, h6 method. The reported event could not be confirmed since the product was returned in used condition and no other evidences were provided. The device inspection revealed the following: visual examination of the returned product confirms catalog and lot number. The syringe and needle were received in used condition. Paste from the mixed product can be seen at the tip of the syringe and around the needle. A new product kit from the same lot was retrieved and mixed. There were no issues noted regarding the mixing and handling properties of the new product kit. The new product kit contained the appropriate amount of solution required for mixing the product. An sme was contacted and it was concluded that the reported issue was most likely due to user error. The following was noted regarding the product: "they contain dbm powder as well as calcium sulphate, tcp, and mcpm and are somewhat difficult to mix, especially the smaller 5cc version. If there was an issue with a mixing solution vial, I would suspect that the customer would report it because the solution has glycolic acid that will crystalize as it dries." Based on investigation, the root cause was attributed to a user related issue. The failure was most likely caused by inadequate product mixture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that there was not enough liquid to mix the prostim powder. The powder would not properly mix because of a lack of liquid. Therefore the liquid would not fit through the collet. Another box of prostim was used to complete the case.

Event description:
It was reported that there was not enough liquid to mix the prostim powder. The powder would not properly mix because of a lack of liquid. Therefore the liquid would not fit through the collet. Another box of prostim was used to complete the case.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device implanted in patient.